Event description:
On (B)(6) 2020, the patient (who is a physician), contacted lifescan (lfs) (B)(4), alleging that his unspecified onetouch meter read inaccurately high compared to another device (hospital meter). The complaint was classified based on the customer care agent (cca) documentation, since the patient was unwilling to provide additional information during a follow-up call made on october 6, 2020. It was not reported when the alleged meter inaccuracy began. The patient reported that at an unspecified date and time he obtained blood glucose readings of "8.7 and 11.3 mmol/l" with the subject meter and "5.4 and 6.0 mmol/l" respectively on a hospital meter. The results in each comparison were reportedly obtained at the same time; however, the exact time difference between the results is unknown. The patient reported that at an unspecified date and time he increased his dose of metformin (amount not reported) based on the subject meter readings. It was not reported if the patient takes any other medication to manage his diabetes, or if he made any other changes to his usual diabetes management regimen. The patient claimed that on (B)(6) 2020, he was hospitalized due to an "acute reaction to metformin which resulted in renal complications." During the follow-up call, the patient indicated he was discharged from hospital on (B)(6) 2020. No further details were provided. It is not known if the patient had a history of renal impairment or any recent illness or other co-morbidities. The patient declined to have the products replaced. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event requiring medical intervention after taking an increased dose of metformin (amount unknown) based on alleged inaccurate high results obtained with the subject meter. The subject meter could not be ruled out as a contributor to the event.